Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was unresponsive and the usb charging port was damaged. Due to the damage, the usb cable had to be held in the usb port while charging. There was no reported impact to customer's blood glucose. Customer declined to provide further information.